Manufacturer narrative:
(B)(4). Report source: (B)(6). It is unknown if product will be returning to zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the instrument fractured. No adverse events have been reported as a result of the malfunction. Attempts to obtain additional information have been made; however, no more is available at this time.

Event description:
No further information available at the time of this reporting.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. UDI : (B)(4). A straight broach handle has been returned for review. Visual inspection of the handle identified the device had a weld fracture at the strike plate and the body. There are multiple strike marks on the body as well as the handle indicating the use of the device. The device was sent for fracture analysis and identified the failure mode as a tensile overload failure. The impact marks on the strike plate and underneath the strike plate are consistent with marks typically created by extraction of the broach from the femur. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.